Event description:
It was reported that the patient's pain increased approximately five weeks prior to this report. A catheter issue, break, and occlusion (catheter tip) were all reported. The catheter "was intact" at the time of the catheter revision. No dye study was performed prior to surgery. There was difficulty aspirating from the cap intraoperatively. After the spinal segment was removed, cut, and spliced with a new spinal segment piece, the catheter was able to be aspirated. The pump was reprogrammed "for 82% of daily dose decrease," which was understood to be an 82% reduction in the patient's daily dose. The medications used within the system were dilaudid, sufenta, bupivacaine, clonidine, and baclofen. The patient's status at the time of this report was without injury. No additional information was available at the time of this submission.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Explanted: (B)(6) 2012. Product type: catheter. (B)(4).